Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the master tool manipulators (mtms) were ¿floating away¿ from the surgeon if he let go of the hand controls while his head remained in the surgeon side console (ssc) viewer. This would result in the instrument inserting further into the patient without the surgeon's control. The customer stated that the issue occurred with both right and left mtms; however, the issue was more noticeable with the right mtm. Intuitive surgical inc. (Isi) technical support engineer (tse) confirmed via logs that the system identified the right master was released while in the following mode. The procedure was completed with no reported injury. Isi followed up with the initial reporter on and obtained the following additional information: it was confirmed the issue only happened when the surgeon head was in the viewer. There was no issue with instruments moving the opposite direction, shakiness, friction, or lag. The procedure was completed robotically. There was no harm to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting the mtms were ¿floating away¿, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed a test drive and the surgeon side console (ssc) mtms performed normally with no issues found. Gravity calibration performed as expected and no issues were found. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the mtms moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.